Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 265 to 300 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer experienced symptoms such as extreme thirst and site soreness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated there was a hole in their infusion set tubing and a leak. The customer also mentioned a low of 40 mg/dl. The insulin pump and infusion set will not be returned for analysis.